Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic esophageal variceal ligation procedure to treat upper gastrointestinal emergency bleeding performed on (B)(6) 2024. During the procedure, it was noticed that there was an abnormal resistance of the pulling wire. When the handle was rotated, the bands were all deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on december 4, 2024: the endoscopic esophageal variceal ligation procedure to treat upper gastrointestinal emergency bleeding was performed on (B)(6) 2024. During the procedure, it was noticed that the suture in the ligator was broken. The device was not returned.

Manufacturer narrative:
H6: imdrf device code a0401 captures the reportable event of suture broken. H2 (additional information): b3, b5, g2 (report source), and h6 (device codes) have been updated based on the information received on december 4, 2024. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device returned with the ligator housing without any bands on it, the ligator housing teeth were damaged, one band returned loose, and the handle has evidence that the trip wire was secured. No other problems with the device were noted. The reported event of suture break was not confirmed. Upon analysis, the device returned with the ligator housing without any bands on it, the ligator housing teeth were damaged, one band returned loose, and the handle has evidence that the trip wire was secured. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used in the stomach; however, per the IFU, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction.".

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic esophageal variceal ligation procedure to treat upper gastrointestinal emergency bleeding performed on (B)(6) 2024. During the procedure, it was noticed that there was an abnormal resistance of the pulling wire. When the handle was rotated, the bands were all deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additional information received on december 4, 2024: the endoscopic esophageal variceal ligation procedure to treat upper gastrointestinal emergency bleeding was performed on (B)(6) 2024. During the procedure, it was noticed that the suture in the ligator was broken.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of suture broken. Block h2 (additional information): block b3, block b5, block g2 (report source), and block h6 (device codes) have been updated based on the information received on december 4, 2024.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during an endoscopic esophageal variceal ligation procedure to treat upper gastrointestinal emergency bleeding performed on (B)(6) 2024. During the procedure, it was noticed that there was an abnormal resistance of the pulling wire. When the handle was rotated, the bands were all deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.